Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material # 305106 batch # 3347539. It was reported by customer that patient developed post-injection endophthalmitis following intravitreal injection using bd precisionglide needle. Rcc received a complaint via email. Post-procedure infection: endophthalmitis. Patient with known central retinal vein occlusion (crvo) and macular edema on chronic intravitreal eylea injection therapy developed post-injection. Endophthalmitis in the right eye. Patient received usual intravitreal injection of eylea 2mg od on (B)(6) 2025. Injection procedure was without complication. The following day developed pain and decreased. Vision prompting a visit to the mercy ed. On examination she was noted to have significant intraocular. Inflammation and markedly reduced vision concerning for acute endophthalmitis. She was taken. Urgently to the operating room on (B)(6) for vitrectomy/vitreous biopsy (bx) + intravitreal injection. Of abx(antibiotics). Cultures grew streptococcus mitis group. Endophthalmitis represents a rare but serious complication of intravitreal injection with potential for significant visual morbidity. Model #: 305106 lot #: 3347539.

Manufacturer narrative:
(B)(4) follow up. It was reported there was post-injection endophthalmitis following intravitreal injection using a bd precisionglide needle. Our quality team has completed a device history record review for material number 305106 and lot number 3347539. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.